Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned om-7500 speedlock shows a deployed device. The implant is detached and was not returned with the instrument. The snare wire is available and partially reeled out of the wheel. No manufacturing abnormalities could be visually identified. The complaint was not verified as the reported issue could not be confirmed. The root cause could not be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor that secures the suture does not seem to be as strong and one of them had broken, requiring another one to be inserted. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor that secures the suture does not seem to be as strong and one of them had broken, requiring another one to be inserted. No patient injury reported.